Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the spyscope ds was used together with the spybite, there were problems with opening the spybite. The physician noticed that some parts from the forceps fell off inside the bile duct, the broken parts were retrieved with a new spybite. It was also noticed that the working channel sleeve of the spyscope protruded. Reportedly, no part of the spyscope ds device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.